Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the zimmer hudson used in hip case was unable to reamed acetabulum bone. No patient harm reported. Hospital, not having a replacement device ready, had to wait for another device to be sterilized (one complete cycle of autoclave), this is why surgery has been one hour delayed.